Manufacturer narrative:
The operator was working in an area of the device where only trained technicians should access. The operator stated she accepts that the event was her fault and that it was her own decision to do more than she was trained to do.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The rinse system of the cobas 6000 c (501) module had a fluidic failure. The operator wanted to clean the rinse line by injecting hot water through the system. The operator pulled tubing off of a valve in the analyzer. As soon as the tubing was pulled off, a metal plate in the instrument unexpectedly accelerated into the operator's hand. The operator hit and cut her hand. The operator was wearing gloves and a laboratory coat at the time of the event. The operator received a tetanus vaccine and two stitches to treat the injury. The valve from which the tubing was pulled is located inside the back side of the instrument. In order to access this area, a cover needs to be removed by a screwdriver. Only trained roche diagnostics personnel should have access to the area. Distilled water runs through the affected valve and no other part around the valve has potentially contaminated fluidics. The risk of infection in this environment is low.